Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).

Manufacturer narrative:
A steris service technician went on-site and was advised the factory crimp fitting at the pre-a&b filter inlet connection had separated. Facility personnel had repaired the connection and secured with a worm clamp. The technician verified the connection was properly secured, ran a test cycle and returned the unit to service. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in leakage; a floor drain was present beneath the processor. User facility personnel shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.